Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/water tube and cylinder and in the jet tube (auxiliary jet channel). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6 - component code - from tube (525) and cylinder (440) to imager (841) medical device problem code - from failure to clean adequately (4048) to device reprocessing problem (1091). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the reportable malfunction was reproduced the type of foreign material was unable to be identified. A definitive root cause could not be determined however, the foreign material may have been unremoved because the device was not reprocessed properly. The event can be detected and prevented in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.